Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: the au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed and the reported event was not duplicated. The service documentation revealed that the sample runs on cell 2 were rerun and sodium moved to normal range. The fse replaced the buffer valves as a precaution for the reported event. The reported event was not confirmed. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. .

Event description:
It was reported by the customer that cell 2 on the ion-selective electrode (ise) provided high electrolyte values. There was no report of death or injury.

Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. Manufacturing investigation: the au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed and the reported event was not duplicated. The service documentation revealed that the sample runs on cell 2 were rerun and sodium moved to normal range. The fse replaced the buffer valves as a precaution for the reported event. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse replaced the buffer valves which attributed to the reported event. Therefore, the complaint event was confirmed. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality.